Manufacturer narrative:
Claim# (B)(4).

Event description:
An article was published on research square in (B)(6) 2023 titled, safety of pure implantable collamer lens implantation without viscoelastic agent in the early period after surgery. The article states that elevated iop in 4 eyes, 2 requiring medical management and transient loss of cdva in 7 eyes. Additional information has been requested but none has been forthcoming.